Event description:
The lead was returned to the manufacturer with no information, analyzed and tested out of specification. Follow up was attempted and was unable to determine reason for replacement. No performance allegation was known by the clinic. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. Product event summary: (B)(4) - the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. Concomitant products: 4965-25 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).